Manufacturer narrative:
The description of the event provided the only basis for the investigation. Neither the logfile nor the suspected components were available for investigation. Hence root cause analysis was not possible and the reported symptom could not be confirmed. However according to the error message reported a mixer cartridge overloaded the power supply and caused the reported warmstarts initiated by the safety software as the deviation was internally detected. A typical root cause for the overload is a pollution within the cartridge. In case of warmstarts initiated by the device an audible alarm would be posted. During the warmstart an emergency breathing valve would open allowing the patient to breath spontaneously. In case of an unsuccessful warmstart a continuous audible alarm would be posted and the emergency breathing valve would remain open. Ventilating the patient with an alternate device may be considered necessary. The failure rates of the mixer cartridges (valve air and valve o2) are accepted by the responsible project group. The valve air and the valve o2 should be replaced.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation results will be reported in the follow-up report.

Event description:
It was reported that the unit shutdown and rebooted several times while on a patient. No injury reported.